Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir does not lock in place. Customer's blood glucose level was unknown. Customer stated insulin pump changing batteries and rejected new batteries. Customer stated insulin pump had no delivery alarms. The insulin pump will not be returned for analysis.